Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump did not "operate or deliver insulin." Reportedly, the "pump could not be interacted with." Customer's blood glucose was 268 mg/dl. Customer reverted to manual injections for insulin therapy. Customer declined to provide additional information regarding the issue and to troubleshoot with tandem technical support.